Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278312, expiration date 11/30/2015). (B)(4).

Event description:
Customer received the following aviva nano system/mobile system results within 10 minutes: 1) 4.8 mmol/l and 12.8 mmol/l 2) 3.3 mmol/l and 6.5 mmol/l the comparisons were performed on different dates. The customer reported low blood glucose symptoms with the result of 3.3 mmol/l. He was able to self-treat. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.